Event description:
The resident was in the merry walker, walking, when the merry walker tipped over, on the side, the front bar opened, and the resident was laying on right side with right arm underneath her. Blood was noted from the mouth/nose area. Lower lip was bleeding and jaw was painful upon palpation. Resident had to be sent for follow-up with a physician. She had bilateral fracture of the mandible and had an open reduction and internal fixation of the fractures in the mandible. The merry walker was being used on our special care unit for residents who like to move around more freely and independently and is designed for residents to walk and sit at their own discretion. Upon inspection, there appeared to be no defects with the particular merry walker that was used when resident was injured.evaluation: the device is made out of pvc tubing and the merry walker can tip from side to side possibly forwarddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, other. Invalid data - on device destroyed/disposed of status.